Event description:
It was reported that a user reconnected a continuous glucose sensor to the ilet pump after a two-day gap without sensor use and then observed ¿high¿ glucose readings on the pump while also manually entering blood glucose values; the user asked whether to announce a meal without eating to obtain insulin and was advised not to do so, as the pump should deliver correction doses when readings are available. Symptoms included hyperglycemia with lethargy and palpitations. Outcomes included the need for troubleshooting and education regarding safe dosing practices and confirmation that the pump provides corrections without false meal announcements. Investigation included case intake review and user coaching on appropriate use of the automated dosing algorithm. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia following a period without sensor input. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.